Event description:
During troubleshooting for a check lines and bags alarm on a homechoice device, the home pt reported a drain volume of 6574ml. This drain volume meets the criteria for increased intraperitoneal volume (iipv). Following the drain, the pt felt cramping. No pt injury was reported during the initial call.

Manufacturer narrative:
No info regarding sample availability could be obtained at the time of submission of this report. If the sample becomes available for evaluation, a follow-up report will be sent.